Event description:
It was reported that the rigid video scope experienced cracked lens, a smudge in the middle of the middle and a blurry spot in the middle. The event occurred during a laparoscopic (lap) diagnostic procedure and was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt in objective lens, the distal fiber was broken, the outer tube was bent and dented, the light guide connector had the protector ring loose, light transmission issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, however the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.